Event description:
The customer stated, she went to the emergency room due to high blood glucose levels. Troubleshooting was performed and the insulin pump was programmed correctly. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime due to moisture damage on the force sensor resistor. Unable to test for high blood glucose due to the prime anomaly.